Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level (value not provided). Cause of bg level was unknown. No information was provided regarding type of treatment received. Reportedly, customer left the ER a few hours later with customer in stable condition (bg 100 mg/dl).